Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not yet evaluated additional information provided: I have removed this box just in case this could reoccur. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Were there patient consequences? If yes, please specify. What was the name of the procedure? What was being done when the needle pulled-off (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? Did the needle fall into the patient? If so, please provide the following information: were x-rays taken to locate the needle? Was the needle piece removed from the patient during the same procedure? C. Does the needle remain in the patient¿s tissue? D. "What tissue structure is it located? Size of the needle retained e. Are any plans in place to remove the needle piece in future?" If retained, what is the surgeon's opinion of consequences to the patient? Please confirm the quantity of devices involved in the reported event. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure in (B)(6) 2024 and suture was used. A possible fault with a batch of sutures. Our consultant was stitching buccal mucosa and the suture thread separated from the needle as he pulled through, leaving only the needle in the needle-holder. Additional information has been requested.